Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and a suture was used. It was reported that the primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * could you please clarify if the package present any hole, tear, or puncture that compromises sterility. Open or incomplete seal? Please clarify the package had holed to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 275 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one unopened sample that pertain to the product code vcp772z. During visual inspection of the returned sample, the bottom of the foil was tear and a hole could be observed. The hole appears to be caused outside in by an unknown object affecting the integrity of the sterility. Due to the damages found on the device, the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.